Event description:
Vent unable to pass tightness test. Different circuits and expiratory valve cover sets used.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for operation. The root cause was not determined but a defect seal ring in the ambient valve assembly (msp160164) which was replaced and brought to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. An still ongoing investigation is working on deriving appropriate corrections to eliminate the cause of the defect, and no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.